Event description:
A proglide device was returned to the manufacturer with a cuff miss [suture retrieval issue]. No additional information was provided by the account.

Manufacturer narrative:
The device was returned for analysis. The ¿unknown failure mode¿ was confirmed as a cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Estimated date of event: (B)(6) 2021.